Manufacturer narrative:
The investigation has determined that lower and higher than expected sodium (na+) results were obtained from non-vitros mas quality control fluids using vitros chemistry products na+ slides lot 4242-1062-1876 on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause of the event. A possible cause is an unknown issue related to performance of the vitros erf lot x9104 as the unexpected results were obtained after erf lot x9104 was put into use. The issue improved when the customer switched to an alternate lot of vitros erf (lot h8549). However, some within laboratory vitros na+ imprecision was identified for qc results using alternate lot erf h8549. Therefore, an issue with vitros erf lot x9104 could not be definitely ruled out nor confirmed as a contributing factor of the event. Based on historical quality control results, a vitros na+ lot 4242-1062-1876 performance issue is not a likely contributor of the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4242-1062-1876. An instrument related issue could not be entirely confirmed nor ruled out as a contributing factor of the event. Vitros na+ within run precision test results around the time of the event were within acceptable guidelines. However, within laboratory imprecision was identified for vitros na+ quality control results obtained using the alternate lot of vitros erf lot h8549. Email address for contact office above is (B)(6).

Event description:
The investigation has determined that lower and higher than expected sodium (na+) results were obtained from non-vitros mas quality control fluids using vitros chemistry products na+ slides lot 4242-1062-1876 on a vitros 5600 integrated system. Mas lot chu2111 level 1 vitros na+ results of 143.3, 144.3, 141.4 and 138.5 mmol/l vs an expected result of 153.0 mmol/l. Mas lot chu2111 level 3 vitros na+ results of 143.4 and 143.0 mmol/l vs an expected result of 127.8 mmol/l . Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros na+ results were from control fluids and were not reported from the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number five of six MDR¿s for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).